Event description:
During verification testing at the service ctr, it was noted that the door roller was missing and the door roller pin was broken. During further testing, unrestricted flow was noted.

Manufacturer narrative:
Testing and investigation found the device door roller pin was broken, the door roller was missing, and the door did not close completely. Further testing, found the device had unrestricted flow when the door was opened. This was due to the broken device door roller pin and missing door roller. The broken device door roller pin and missing door roller prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow when the door was opened. The device door could not be properly closed due to the broken door roller pin and missing door roller. When the device door is not properly closed, the cassette regulator will be opened and the valves will not be closed properly when the device door is closed. The valves must be closed by the device mechanism valve pins in order to prevent fluid from flowing freely through the cassette. The probable cause for the broken device door roller pin and missing door roller was leaving the device door assembly in the open position exposing the device door roller pin and door roller to contact damage. This report represents all the info known by the reporter upon query by hospira personnel.